Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that an ophthalmic handpiece did not reach the enough vacuum to remove cortex. Procedure details and patient impact have not been provided.

Manufacturer narrative:
One opened handpiece was received for the report of cannot reach the enough vacuum to remove cortex. The returned sample was visually inspected and found to be conforming. Functional testing for flow check for occlusion and leak testing was performed and both were found to be conforming. A review of the device history record traceable to the reported lot number, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The returned sample was found to be conforming visually and functionally, associated with the reported event, therefore cannot reach the enough vacuum to remove cortex as described in the complaint was not confirmed and a root cause cannot be determined for the complaint as described by the customer. No action was taken as the ultraflow ii handpiece was manufactured to specification. The manufacturer internal reference number is: (B)(4).